Event description:
A malfunction alarm with code malf 0 was reported, and no notable events occurred prior to this. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.